Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container leaked at the injection site when the unspecified solutions were mixed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed the injection site of the center and diaphragm were perforated. Functional testing was performed and revealed the returned unit drips from the injection site assembly and the tube. The reported condition was verified. The cause of the reported issue was determined to be a manufacturing issue related to the machine. Should additional relevant information become available, a supplemental report will be submitted.